Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with damage was confirmed to be more specifically the damaged door during product evaluation. The cause of the reported condition was not identified. The device was returned to the customer with no repairs made. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with damage. This condition was found in the general patient ward. It is unknown when this event occurred. The quality engineer later assigned the determined problem to be damaged door; this condition had the potential to interrupt delivery. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.